Event description:
It was reported by the customer that a bd pyxis anesthesia es system experienced a burning smell during the procedure. The customer unplugged the station immediately and pulled the fire alarm which called the fire department. Providers rushed the closure of the procedure and took the patient out of the room. The user was unable to remove medications and there was a delay in dispensing meds. The pharmacy tech arrived at the or and confirmed smoking scent was very pungent. They opened the side compartment and disconnected the battery just in case and contacted the field service technician (fst) to assess. It was noted that during device inspection, a field service engineer found there was fluid underneath drawer pooled. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 15-oct-2022 to 14- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system produced a burning smell. A field service engineer disconnected the power to diagnose the issue and found that the drawer pyxibus cable, interface board had burnt. Replaced pyxis bus cable and matrix interface card to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the pyxibus cable and connector on the interface board was charred and burned. A field service engineer replaced pyxis bus cable and matrix interface card to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system produced burning smell during a procedure. During device inspection, a field service engineer found there was fluid underneath drawer pooled. There were no adverse events or injuries reported based on this incident.